Event description:
A peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contacted fresenius technical support for assistance discontinuing ccpd on (B)(6) 2021. The patient reported they were not feeling well and needed to go to the hospital. No additional information provided at intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was discharged on (B)(6) 2021 and has recovered from the event(s). The pdrn was unwilling to discuss the patient¿s hospitalization due to privacy concerns. The pdrn stated the patient was hospitalized for reasons unrelated to pd therapy or any fresenius device(s) and/or product(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the available information, the patient¿s liberty select cycler is disassociated from the event(s). There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation. Furthermore (per the knowledge of this reviewer), the patient continues to utilize the same liberty select cycler, without any reported issues of device malfunction or deficiency.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contacted fresenius technical support for assistance discontinuing ccpd on (B)(6) 2021. The patient reported they were not feeling well and needed to go to the hospital. No additional information provided at intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was discharged on (B)(6) 2021 and has recovered from the event(s). The pdrn was unwilling to discuss the patient¿s hospitalization due to privacy concerns. The pdrn stated the patient was hospitalized for reasons unrelated to pd therapy or any fresenius device(s) and/or product(s).